Manufacturer narrative:
The explanted device was arranged for return, but has not yet been received by edwards for evaluation. Therefore, the reported device failure (endocarditis) cannot be confirmed or evaluated. Moreover, no additional details or patient records were yet provided by the healthcare provider despite attempts by edwards. Follow ups are ongoing. Updates and additional information will be reported once available.

Event description:
It was reported by or nurse that an edwards aortic pericardial valve was explanted due to endocarditis and replaced with another edwards bioprosthetic valve, after an implant duration of approximately 8 years.

Manufacturer narrative:
X-ray. Extensive vegetation/growth was evident at the outflow and inflow aspect. The growth restricted mobility in the leaflets and led to stenosis. Host tissue overgrowth was moderate at the stent outflow and heavy at the stent inflow. No inconsistencies detected in the x-ray as the wireform was intact. Device evaluation confirms extensive vegetation, possibly result of endocarditis, as the primary cause of the reported stenosis leading to this explant. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event.